Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status resulting in pacing inhibition. The patient experienced discomfort, anxiety and syncope attributed to the observed pacing inhibition. This device was subsequently explanted and replaced. This device is expected to be returned. No additional adverse patient effects were reported.